Event description:
A report was received that the patient had developed a rash over the ipg and lead sites. The patient was prescribed benadryl and cortisone cream and the rash started to subside.

Event description:
A report was received that the patient had developed a rash over the ipg and lead sites. The patient was prescribed benadryl and cortisone cream and the rash started to subside.

Manufacturer narrative:
Additional information was received that the patient's rash was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8216-50, serial: (B)(4),description: artisan surgical lead, 50cm.